Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regq3272 showed no other similar product complaint(s) from this batch number. Device not returned for evaluation.

Event description:
It was reported on 11/30 patient pulled out PICC. No new PICC was inserted. No other information was provided.